Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a vascular procedure on (B)(6) 2019 and suture was used. During the procedure, the needle separate from the suture. The procedure was completed with same like device. There were no delays and no adverse patient consequences reported.